Manufacturer narrative:
H.6. Investigation: complaint reports aspirator tip clogged on prepstain (catalog number 490100) serial number (B)(6). Specifically, the customer reported vacuum aspirator tip is getting clogged which caused a carry-over of cellular material to another slide. No erroneous results were reported. Customer was notified to replace the cleaning solution with contrad and to no longer use bleach. Customer also have been using only a drop or two of specimen when the samples are too thick viscous as recommended. Post intervention, the instrument was left operating normally. Root cause is not determined and this complaint is not a confirmed failure of the instrument. Review of device history record for (B)(6) is not needed due to the age of the instrument. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "quad errors." H3 other text : see h.10.

Event description:
It was reported that while using bd prepstain¿ cross contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd prepstain¿ cross contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.